Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. Additional information was requested, and the following was obtained: this complaint was regarding staple reload that had staples not properly formed. The stapler performed fine when a different lot number of reload was inserted. Hence, all reloads of the malfunctioning lot number were pulled from the shelf and were sent to you for analysis of the unused load to verify performance. Could you please clarify if extra device belongs to this complaint? Yes, same lot # as malfunctioned product that is in the patient. 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. N/a. 3. If the device was not reported before, please provide more details of device malfunction. N/a. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. N/a.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. D4: batch #izq1151369. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60b reload (a) was received unfired, with no apparent damage, and with a tyvek. The returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. No malformed staples were observed. . As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number izq1151369, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, it was observed that the staples did not form. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. Investigation summary: this is an analysis of photo submitted for evaluation. During the visual analysis, the following was observed: the first photo shows one staple line over the tissue, the staple line has what appears to be malformed staples. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.